Event description:
It was reported a vessel dissection occurred in the right internal carotid artery (ica) during advancement of the stent¿s shaft though tortuous anatomy. The vessel dissection was treated with a stent.

Event description:
The patient suffered a complication post procedure. No further information was provided regarding the nature of the complication or the current condition of the patient.

Event description:
The patient suffered a complication post procedure. No further information was provided regarding the nature of the complication or the current condition of the patient.

Manufacturer narrative:
Conclusion: anticipated procedural complication. A review of the device history record (DHR) confirmed that the device met all material, assembly and performance specification. The subject device was disposed; therefore, physical analysis cannot be performed. There is no indication from the investigation or information provided that the reported event is related to product specification nonconformance or misuse. There is also no indication that the wingspan device malfunctioned. The reported event reasonably suggests that the clinical event is anticipated in nature. Therefore, a root cause of anticipated procedural complication has been assigned to this event.

Manufacturer narrative:
Received additional information stating that the reported vessel dissection did not occur in this procedure, the event took place with a different procedure and the event has been reported under manufacturer report # 2939204-2020-00562.

Event description:
The patient suffered a complication post procedure. No further information was provided regarding the nature of the complication or the current condition of the patient.